Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer failed and unable to recover the storage space. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height, sub drawer 4.1 failed in hardware test application (hta) mode. A field service engineer found no medication debris or signs of wear, and all cabling appeared to be in good order. The row board cable at the drawer controller was reseated, after which the drawer became responsive. The cubie map was visible and verified in hta mode. The system functioned as intended after the field service engineer repaired the device.